Manufacturer narrative:
Although the catheter was not returned for analysis, images of the device were provided for investigators. By inspecting the media they were able to confirm that the guidewire lumen of the catheter detached from the tip of the array. This detachment can cause the guidewire to become trapped within the lumen, and the complaint is confirmed. The most likely cause was determined to be quality control deficiency as the bond between the guidewire and the tip of the catheter broke during use, likely due to defects within the weld.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a guidewire became stuck in the catheter. The device was flushed and prepared with no issue, and there was no problem when using the catheter to treat the left side veins. Upon attempting to treat the right inferior pulmonary vein (ripv) a deformed spline was observed. They attempted to troubleshoot the spline in the patient's body but the issue remained. They then retracted the wire into the catheter but when they attempted to advance the wire into another vein they were unable to move the wire as it was stuck in place inside the catheter. They were unable to free the wire inside the patient until the catheter started to be undeployed to be pulled into the sheath. They physician mentioned hearing a 'click' when undeploying the catheter and the wire became free. At that time they observed, via flouro, that the guidewire lumen had become detached from the catheter tip. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a guidewire became stuck in the catheter. The device was flushed and prepared with no issues, and there was no problem when using the catheter to treat the left side veins. Upon attempting to treat the right inferior pulmonary vein (ripv), a deformed spline was observed. They attempted to troubleshoot the spline in the patient's body, but the issue remained. They then retracted the wire into the catheter but when they attempted to advance the wire into another vein they were unable to move the wire as it was stuck in place inside the catheter. They were unable to free the wire inside the patient until the catheter started to be undeployed to be pulled into the sheath. They physician mentioned hearing a 'click' when undeploying the catheter and the wire became free. At that time, they observed via fluoroscopy that the guidewire lumen had become detached from the catheter tip. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.